Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir leaked and insulin entered the insulin pump. The customer experienced high blood glucose levels. Customer's blood glucose level was 20 mmol/l. The device was not returned.